Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause of this issue was determined to be inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 20:17:29. During night drain cycle six, the patient's ultrafiltration reading was 944ml, indicating the home patient drained 944ml more than their maximum programmed fill volume of 1500ml. No additional information is available.